Event description:
The reporter stated the surgeon implanted a micl 12.6 mm implantable collamer lens in the patient's left eye on (B)(6) 2012. On (B)(6) 2012, the icl was explanted and exchanged for a shorter length lens. The icl was discarded. Further information has been requested but none has been forthcoming. A supplemental medwatch will be submitted when further information is available.

Manufacturer narrative:
(B)(4). Methods: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: base on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).